Event description:
States sn (B)(4) is malfunctioning. States when he goes to load and fill pump, he gets an error message to reload cylinder. Still gets same message no matter how often he tries to reload cylinder and this isn't a problem with other pump requesting for replacement device this shipment. Did we replace device. Yes; what is the serial number of malfunction pump? (B)(4). Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Reported to (B)(6) by patient/caregiver. Dose or amount: 17 5ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to ongoing; diagnosis or reason for use: pah.